Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for routine follow up, multiple episodes of ventricular oversensing and noise reversions were noted on right ventricular lead during interrogation. Ventricular auto capture was found to be in high output mode. Programming changes were made. The patient did not experience any adverse consequences.

Event description:
New information received noted that the lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis found that a complete lead was returned in two portions: the connector portion measured 29.5 cm and the distal portion measured 23.1 cm. The reported event of noise was confirmed. Visual examination found external insulation abrasion breaching the outer insulation at 13.3-13.5 cm from the connector pin and exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the lead-to-can external abrasion. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.